Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the french patient had an allergy under the front therapy electrode pad. The patient had been admitted to the hospital due to no cardiac improvement and the patient's skin was treated while admitted. The patient's doctor also ended use of the device for the patient.